Event description:
A malfunction alarm identified as malf 12 occurred, but no notable events preceded the issue. The customer's blood glucose level remained within normal limits and did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and understood instructions to call back if the issue reappeared.